Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited loss of capture in all configurations, noise was also noted in both bipolar and unipolar configurations. The patient's condition was - good - before and after the event. The lead remained implanted.